Event description:
The pt received the scs system on (B)(6) 2009. It was reported the pt feels adequate stimulation when laying down; however, the stimulation fades or becomes weak with movement. The pt reported this tissue has progressively worsened. The manufacturer attempted to obtain a status update regarding the next course of action; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.